Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking of a contour vl¿ ureteral stent, the inner packaging appeared to have water damage. Reportedly, the sterile integrity of the inner package was compromised. It was also reported that there wasn¿t any damage noted when the package was received and removed from the shipping box. The procedure was completed with another contour vl¿ ureteral stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.